Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient was not receiving the relief they needed from the implant since the latter part of last week . Caller stated over the weekend the patient said they didn't feel the stimulation vibrate when they moved a certain way so they made sure it was charged and went back in to adjust the level a little bit and that was when the service code 302 displayed on the controller. Agent reviewed meaning of service code. The patient was redirected to their healthcare provider to further address the issue. Caller did state they have an appointment scheduled for this coming thursday with a rep at hcp office. Caller mentioned this was the patient's third battery in a couple years and they were told this was a 7 year battery.

Manufacturer narrative:
H6: added fdd/annex a code a0705. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.